Event description:
The customer reported a critical failure. The philips field service engineer found this to be a battery failure where the device failed to power up.

Manufacturer narrative:
(B)(4). There was no reported adverse patient impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.